Event description:
It was reported that a month after the patient had been implanted with a bilateral implantable neurostimulator (ins) system ¿they started to see the skin open on the hole drill area.¿ it was further reported this first occurred with the right side and then the left side. It was ¿the intervention of a plastic surgeon was needed to clean and close the wound.¿ it was then reported that approximately three months later they started to see the skin on the neck in the extension and lead area start to open. It was stated that this again required the intervention of a plastic surgeon, this time to ¿reconstruct the area.¿ it was noted a sample of the area was taken and cultured and tested negative for an infection. It was reported the patient¿s physician ¿observed that the skin didn¿t heal until the equipment was turned off¿ and that about a month prior to report ¿he started to notice a skin wound in the pocket area.¿ it was further reported that a ¿skin lesion on the pocket side¿ had started to appear at that time. It was stated the physician checked the patient the week prior to report and noted that though there was ¿no more infection¿ and that the skin continued to not close, so the physician ¿decided to explant the whole system.¿ it was reported that when the patient¿s ins was on the patient had experienced a ¿slight improvement in the parkinsonian symptoms.¿ it was noted the patient¿s parkinson¿s symptoms were being controlled with medicine at the time of report because their ins was off at that time. Regarding the patient's relevant medical history, it was stated that "during the surgery the patient suffered a cerebral infarct with motor secuels." It was unclear however which surgery was being referred to by the reporter at the time of initial report. Additional information reported the patient¿s system was explanted as scheduled on (B)(6) 2014. It was stated that before surgery the operating physician ¿started to see a wound in the pocket area.¿ it was noted that upon explant, ¿the physician didn¿t see any physical damage in the system or a bad connection.¿ it was stated the patient¿s family had refused to return the system for analysis. Additional information noted the patient¿s physician ¿hadn¿t the certainty that the patient problem was related with the equipment.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated "the physicians couldn't define if the lead and pocket erosion were caused by manipulation or infection." It was noted that "there was no visual damage on the system when it was explanted."

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported through the patient¿s attorney indicated the patient ¿had to stay for several weeks in the hospital to recover from several complications¿ as a result of the implant of their device on (B)(6) 2013. The complications were noted as ¿convulsions, neurological limitations to walk, and rejection to the device.¿ it was further reported that on (B)(6) 2014 the hospital¿s pathology lab concluded the patient had experienced ¿necrosis in her neck due to electricity.¿ it was noted the patient¿s device was reportedly explanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # 0206917120, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3387-40, lot # 0206916399, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information reported the patient¿s parkinson¿s disease was ¿controlled with medication¿ following the explant procedure. It was stated the patient¿s skin had ¿started to heal¿ and their physician was ¿working with her recovery from the motor sequels of the cerebral infarct that she suffered during the implant surgery.¿